Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31869747l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf and experienced a cardiac tamponade which required pericardiocentesis. Atrial septal puncture was performed with a radiofrequency wire/needle. Approximately 1 hour after the start of catheter use, during left pulmonary vein isolation (pvi) ablation, there was a decrease in blood pressure observed and a cardiac tamponade occurred. Ablation was performed before pericardial effusion was identified. Steam pop was not observed. Irrigation catheter¿s flow rate setting was 30 ml/min. Drainage was performed, and the patient¿s blood pressure recovered. Pvi was completed, and the procedure was completed. The patient had originally been scheduled for a 4-day hospitalization; however, the hospital stay was extended to 8 days. Patient has been discharged and their condition has improved. Procedural activated clotting time was over 350 seconds. A total of 35 radiofrequency ablations were performed inside the pulmonary veins. Physician's judgment on health hazard is non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is unknown since it was unclear whether it was due to ablation or due to left atrium entry by the ablation catheter. There were no abnormalities observed prior to or during use of the product.